Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegation has been investigated: embedment. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported leg pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: in jan2006, it was noted that the filter had made significant tilt towards the left inferior vena cava (ivc) wall. "Multiple attempts" were made to retrieve the filter during this time, but all attempts were unsuccessful and the tilted filter was left implanted inside the patient. In (B)(6) 2011, the patient experienced a symptomatic blood clot that was allegedly caused by the implanted filter, and the patient subsequently underwent a thrombolysis to treat the clot. Following an ultrasound later in 2011, it was noted that the filter tip had become embedded in the patient's ivc wall. The embedded filter was eventually removed, and it was noted that the removal was "extremely difficult" and required forceps.

Manufacturer narrative:
Corrections: adverse event and product problem, serious injury. Additional information: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, difficult retrieval, blood clots (ivc occlusion), leg pain, vein/circulation problems, weakness." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported circulation problems, weakness is directly related to the filter and unable to identify corresponding failure mode(s) at this time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2005. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/21/2017 as follows: patient received an implant on (B)(6) 2005 due to coagulation disorder. Patient experiences device tilt and unsuccessful prior attempt to retrieve filter. Patient is alleging blood clots, pain in both legs, damaged veins, circulation problems and weakness due to the device. Retrieval was attempted on (B)(6) 2006 and a successful difficult retrieval on (B)(6) 2011.